Manufacturer narrative:
The intra-aortic ballon pump (iabp) had no cable detected issue, despite checking all connections of cables. The exact date of the incident is unknown as nurse indicated it had happened before in the 3 months nurse had worked there. Nurse was a poor historian and could not provide any more details. Nurse thought the pump had been sent to clinical engineering when that occurred, but she could not be sure. Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. Consequently, this complaint is being closed due to insufficient information.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use on a patient the iabp displayed a message no cable detected, despite checking all connections of cables. There was no patient harm.